Event description:
Customer called to report a product problem regarding an issue with the abacus me v1.4 software that occurred in 2005. Abacus software is a class I lims software program used to calculate tpn orders. The customer reports that a pharmacist was entering an order and needed to change the numerator for the lipid and destrose ingredients from grams to millimiters. The original numerator, per the template, was "per grams" and they wanted to change it to "per ml" when they clicked on the drop down to change thenumerator they had an additional option of "ml 1:1" and they inadvertently choose this option rather than per ml. The order was approved, pumped, and administered to a patient. The ml 1:1 numerator was configured to administer to a conversion factor of "2", therefore when this option was selected, it set the ingredients to a 2:1 ratio. The result was a delivery of the lipid and dextrose 70% ingredients of twice the desired quantity. The patient, subsequently received 500ml of liposyn ii 20% and 1000ml of dextrose 70% rather than solution contained twice the desired quantity of these two ingredients). The inadvertent infusion f the additional ingredients resulted in the infusion of insulin as mitigation.